Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump with a malfunction of pump head module power supply too low. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition for a colleague infusion pump where the phm (pump head module) power supply was too low was not confirmed and not duplicated during product evaluation. The cause of the power supply issue could not be identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This involved a colleague infusion pump with a user interface module master software version 6.63.92.